Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of broken could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. A lot number was provided. Device history lot review is pending. Additional reporter: fanny astrid perez suministros@clinicachicamocha.com

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, where it was reported the tip of the set was broken. After the event, the equipment was changed. The area of operation of the medical device at the time of the event was venous system and the equipment was not used more than once. No delay in therapy or reported harm as a result of this event.